Manufacturer narrative:
G4:17mar2021, b4:02apr2021. The customer was advised to order the power switch overlay and was provided with the part ID (part # 453561533521 rp-overlay, power switch, eng. Wht,v60). The customer advised to close the case, and they would call back if they had any additional questions. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Customer was advised to order part # 453561533521 rp-overlay, power switch, eng. Wht,v60. Also, advised to close the case and they would call back if they had any additional questions.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The biomed is reporting diagnostic code consistent with alarm led (light emitting diode) failed. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The remote service engineer (rse) advised biomed the power switch overlay is a likely failure.